Event description:
A customer reported during a vitrectomy procedure a system message displayed and locked. The laser did not work. The case was completed with an alternate unit. There was no harm to the patient. No further information is expected.

Manufacturer narrative:
The printed circuit board (pcb) interface breakout was received for evaluation. A visual assessment of the returned sample found that there was a broken-off screw stuck in the footswitch connection of the pcb. However, how and when the screw broke off in the pcb cannot be determined conclusively. The breakout (pcb) was installed onto a calibrated system and evaluated with a calibrated embedded laser and booted up. No system messages were generated upon boot-up. A laser footswitch was connected to the returned pcb and it was found that the visual nonconformity of the broken screw stuck in the connector prevents a proper connection of the laser footswitch and system message (sm) displayed. The footswitch was not recognized by the system unless the footswitch was connected to the returned sample with more force. When the footswitch is not engaged, the system would prevent the user from using the laser. The root cause of the reported event of the laser not working can be attributed to a nonconforming pcb interface breakout. However, how and when the pcb became nonconforming cannot be determined conclusively. Based on the information obtained, the root cause of the reported event of an sm that displayed ¿screen connection error¿ cannot be determined conclusively. (B)(4).

Manufacturer narrative:
With no additional, related information provided, the customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 24, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).